Manufacturer narrative:
The product sample was returned to the manufacturing site for investigation. The sample consisted of a palindrome catheter that was received inside a generic plastic bag and presented signs of use (remains of blood). Visual inspection was performed and a pinhole was found on the arterial extension. In order to confirm the condition reported, functional testing was performed and as a result bubbles were detected coming out from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instruction for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Manufacturing performs 100% visual inspection on catheter extensions and 100% high pressure (leak) testing; therefore it can be concluded that this issue could be related to the use of sharp objects or rough edges. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for the reported amount of time. This issue was more likely caused during use due to use of sharp objects, or repeated clamping or other similar damage. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that after the successful placement of the catheter the patient was sent to in patient dialysis. As soon as they began to set up for dialysis they noticed a leak and contacted the physician to discuss. An exchange was immediately performed. There was a separate procedure to switch the catheter.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a DHR review could not be performed. All DHR are reviewed for accuracy prior to product release. Since the sample was not returned, there is no enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify the possible root causes for the failure bifurcate leaking. The following potential causes were identified in the pfmea or in addition to this document: operator error, inappropriate use cleaning agents, machine malfunction, inspection failed or not performed and/or improper materials selected. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The actual occurrence percentage for this failure mode was found higher than expected; the capa2015-008353 and hhe 1317749-120912 were opened to addressed this failure mode. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per ps10000475, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.